Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012, product type: lead. Product ID 3889-28, lot# v956822, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a bladder infection a week ago, which caused her to not be able to urinate, like she was clogged. Patient was then put on antibiotics and she had normal flow. On saturday night she wet her bed, which she had not done since she got her implant. Patient had the constant urge to go since the weekend. Patient said autoimmune issue caused her to have urinary issues. Patient mentioned that for the past year, she had the propensity for bladder infection.. She indicates there was no known accident or incident related to this complaint. The patient's status was unknown. It was later reported that the patient said that for the past 2 years she had been experiencing bowel issues and inquired about devices for this issue. She mentioned urinary issues were due to autoimmune condition and did not allege any therapy issues. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.